Event description:
It was reported that one day following a sling procedure, the patient complained of epigastric pain. A bowel perforation was detected by a CT scan. A laparotomy was performed and the bowel was repaired.